Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set leaked. The leak was observed "at the bottom of the filter chamber". The leak was identified while priming a bag of platelets. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.